Manufacturer narrative:
Correction to follow-up 1: in follow-up it was indicated that the patient is doing well now. No medicine was prescribed. There was no loss of best corrected visual acuity. There is no plan of any explantation. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Correction to the initial MDR report. Date received by manufacturer is corrected to (B)(6) 2015. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The cartridge was returned to the manufacturer for evaluation. Visual inspection of the return sample showed that the cartridge tip was observed broken. Additionally, residues of viscoelastic solution were observed in the cartridge that indicates that the cartridge was handled and prepared for use. The investigation reasonably suggests that the probable cause of the condition of the cartridge could be related to surgical technique. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
We received a report that the tip of the 1mtecc30 cartridge was broken and caused an anterior chamber capsule tear at the capsular rhexis. No other information was provided.

Manufacturer narrative:
Unknown if treatment was required to prevent permanent injury. Implant and explant dates: not applicable; device is not implanted. Initial reporter telephone: (B)(6). All pertinent information available to the manufacturer has been submitted. Placeholder.